Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection with sepsis. Subsequently, a new system was placed successfully. No additional adverse patient effects were reported. This system is not expect to be return.